Event description:
During insertion pt complained of pain and clinician noticed a bump under the skin. Catheter removed and tip sheared off, tip visible and catheter fragment removed from pt without complications.